Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support thatthe patient was diagnosed with peritonitis on 05/07. The patient was hospitalized and had his pd catheter removed. The patient will be moving to home hemodialysis (hhd). Follow-up was attempted with the pd clinic. The clinic manager reported that the patient had a peritonitis event that would not resolve. The doctors finally determined that the infection must be inside the pd catheter. The pd catheter was pulled. The patient was moved to hhd. No further information was provided. Attempts to obtain additional information were unsuccessful. The reported event is related to the use of a pd catheter (non-fresenius product). The manufacturer of the catheter, and further product information, is unknown."this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".